Manufacturer narrative:
The follow up report was submitted with blank. The correct date is 15-apr-2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 845 mg/dl. The customer had symptoms of vomiting several times, and treated their blood glucose levels with admitted to emergency room. Customer's blood glucose value was 845 mg/dl at the time of the incident. The customer current blood glucose was 155 mg/dl. Customer blood glucose value when admitted to hospital was 854 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) .2017 at 7:30am. Troubleshooting was performed. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.